Event description:
Based on info reported to davol: ni/ni/2008 - the pt was implanted with a composix kugel mesh. On (B)(6) 2012 - the pt was diagnosed with a mesh infection and underwent an open mesh explant procedure. At the time of the explant, the md reported the mesh ring to be "broken".

Manufacturer narrative:
Currently, it is unknown if the mesh may have caused or contributed to the reported event. It was reported that the pt developed an infection and subsequently underwent removal of a composix kugel mesh. The surgeon noted during that explant procedure that the recoil ring of the device was "broken". The device was returned and evaluated. However, due to the amount and density of the tissue attached to the device, we are unable to conclusively determine the condition of the recoil ring. In the sections of the device that were not covered by tissue, no exposed ring ends or evidence of a broken ring were observed. No medical records, including pathology or culture reports, have been received. The product's IFU states: "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Additionally, no lot number has been provided' therefore, no manufacturing review could be performed.